Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that some of the staff have tripped and fell over the sling loops that were hanging on the floor. No injury was reported by the customer. Arjo contacted the customer to receive additional information regarding the number of events and circumstances. The customer did not provide any additional information. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU). The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, the arjo sling was in use, when the event occurred, and from that perspective it played a role in the event. But it did not failed its technical specification. We decided to report this complaint to the competent authorities due to the indication that the staff tripped over the sling loop.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that staff tripped over the loop of the repositioning sling and fell. No injury was reported.